Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("bowel issue") and pyrexia ("low grade fever"). The patient was treated with surgery (hysterectomy, on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, gastrointestinal disorder and pyrexia outcome was unknown. The reporter considered gastrointestinal disorder, pelvic pain and pyrexia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-gastrointestinal disorder, medical device removal and pyrexia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received. Event medical device removal updated to pelvic pain. Reporter information, date of birth were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gastrointestinal disorder ("bowel issue") and pyrexia ("low grade fever"). The patient was treated with surgery (hysterectomy, on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, gastrointestinal disorder and pyrexia outcome was unknown. The reporter considered gastrointestinal disorder, medical device removal and pyrexia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-gastrointestinal disorder, medical device removal and pyrexia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gastrointestinal disorder ("bowel issue") and pyrexia ("low grade fever"). The patient was treated with surgery (hysterectomy, on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, gastrointestinal disorder and pyrexia outcome was unknown. The reporter considered gastrointestinal disorder, medical device removal and pyrexia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-gastrointestinal disorder, medical device removal and pyrexia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Removal date was updated. New event bowel issue was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.